Manufacturer narrative:
The lead was received cut in two pieces. Visual inspection revealed lead damage at 14.5cm from the connector pin. Both the lead insulation and is-1 efte proximal cable were abraded at this location. The abrasions are a result of friction to the ICD can. Noise could be generated if the abraded is-1 efte proximal cable was in contact with the implanted device can.

Event description:
The lead was explanted.

Event description:
It was reported that the patient experienced inappropriate shock due to noise on both rv and ra leads. Lead fracture caused by a clavicle crush was suspected. The leads were explanted.